Event description:
It was reported that patient had sure step temperature sensing foley catheter inserted (B)(6) 2025. On (B)(6) 2025 during day shift the patient temperature started to climb. Increased from 38.5 to 40 degrees within an hour and then suddenly increased to 42 degrees within 10 minutes. Patient had been treated for a fever on and off during course of treatment. Patient was already receiving tylenol and had ice packs on body. Oral temperature checked and it was 38.1. Foley was switched out with another sure step temperature sensing foley. Temperature was allowed to level out and the highest it reached was 38 degrees. Oral temperature at this time was 37.5 added to narrative as per (B)(6): to verify the accuracy of the foley catheter reading, an oral temperature was taken, which showed 38.1°c, significantly lower than the foley reading of 42°c. Due to the 4°c discrepancy between the foley and oral temperatures, the decision was made to replace the foley catheter with a new sure step temperature sensing foley. After replacement, the new foley catheter recorded a temperature of 38°c, which correlated more closely with the oral temperature of 37.5°c at the time. No further temperature spikes were seen with the new foley. Since the new foley temperature probe correlated with the oral temperature more closely, it was suspected that the initial foley catheter temperature probe had failed and was possibly defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.